Event description:
It was reported that the patient experienced penile pain with his tactra malleable penile prosthesis. Therefore, the patient underwent surgery for device removal. The hospital assessed the relationship of the penile pain and penile prosthesis as casual and possibly related with the index procedure. There were no patient complications.

Event description:
It was reported that the patient experienced penile pain with his tactra malleable penile prosthesis. Therefore, the patient underwent surgery for device removal. There were no patient complications.

Event description:
It was reported that the patient experienced penile pain with his tactra malleable penile prosthesis. Therefore, the patient underwent surgery for device removal. There were no patient complications.